Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8260803 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that the plunger stopper on the bd insulin syringe with the bd ultra-fine¿ needle was found deformed at an angle during use, and one syringe had an unclear marking between the 5-10 units, preventing the consumer from taking medication at "7.5 units". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: consumer reported (black plunger) stopper was not in angle, it wasn't straight in the barrel. It has been happening since january. Incident date: (B)(6) 2019. She also found unit marking on one syringe wasn't clear between unit 5-10, it was not clear she could not use it for 7.5 unit of medication, but was able to use it to take 3 unites of her medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger stopper on the bd insulin syringe with the bd ultra-fine¿ needle was found deformed at an angle during use, and one syringe had an unclear marking between the 5-10 units, preventing the consumer from taking medication at "7.5 units". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: consumer reported (black plunger) stopper was not in angle, it wasn't straight in the barrel. It has been happening since january. Incident date (B)(6) 2019. She also found unit marking on one syringe wasn't clear between unit 5-10, it was not clear she could not use it for 7.5 unit of medication, but was able to use it to take 3 unites of her medication.